Event description:
It was reported that the bd syringe 5ml ll sp125 had foreign matter. The following information was provided by the initial reporter: material # 309646, batch # 5041402. It was reported by customer that the gel-like particulate was identified in a 5ml syringe while using for drug product manufacturing. Verbatim: rcc received a complaint via community. A gel-like particulate was identified in a 5ml syringe while using for drug product manufacturing. Pictures and sample are both available. Would like to confirm whether this is medical-grade lubricant or another foreign particulate. Customer response on 05-jun-2025. The provided lot# 50141402 was not found in our records. Could you please check and confirm the lot number? Lot 5041402 (apologies for the typo). Can you please provide the material number associated with reported issue? Ref 309646. Based on the information provided, a sample is available for evaluation. Could you kindly share the address of the facility for us to send the shipping label? (B)(6). Based on the information provided, a picture sample is available for evaluation. Could you kindly share the pictures. Picture attached to email reply.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter one sample and three photos of a 5ml syringe from batch 5041402 were received and evaluated. One photo shows a portion of the top web graphics, including product information. The other two photos each show one loose syringe, partially filled with a clear fluid, containing an unknown whitish particulate on the stopper within the fluid path. Fourier transform infrared spectroscopy (ftir) analysis confirmed the substance to be silicone used in the manufacturing process. The condition observed is non-conforming to product specifications. The potential root cause of the excessive silicone defect is associated with the assembly process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 25 years, with estimated distribution well in excess of 30 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Furthermore, a device history record review was completed for provided lot number 5041402. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.